Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. The cycler programmed displayed drain and fill volume values were within the tolerances. The patient sensor calibration check passed. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported a large drain volume during treatment. A follow up call was made to the patient's nurse who reported that there was no patient injury due to the over fill. Drain 0- 11 fill 1- 2010 drain 1- 4756 fill 2- 1999 drain 2- 2268 fill 3- 2000 the reported drain volume of 4756ml is 238% over the expected drain volume resulting in a reportable device malfunction.